Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 547 mg/dl and an insulin injection was administered to address bg. Customer alleged insulin was not entering body. Pump system check was performed with tandem technical support (cts); no device issues were identified. Customer reported to have used cartridge for 7 days and cartridges are refilled/reused. Cts informed customer that per labeling, cartridges are not to be reused and humalog was labeled for 48 hour use with the cartridge.